Manufacturer narrative:
(B)(4). Failure observed during analysis. Optim sheath abrasion was noted at 40.7-40.8cm, 41.0-41.3cm, 44.8-45.7cm, and 51.3-51.9cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.